Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-31507. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6006118 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code "soft cannula found kinked upon removal from infusion site". Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 102 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6006118 was manufactured according to the document version 70 on the packing process in the line inset 6, on 28/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "soft cannula found kinked upon removal from infusion site" and lot 6006118 and no other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4).. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006118 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. The following test was performed: 1 used set received and is found product in accordance with specifications visual test according to wi version 1, 1 returned set passed the test. Functional flow test, according to wi version 1, 1 returned set passed the test. A batch record review was conducted resulting in the following: the lot 6006118 was manufactured according to the document (B)(4) on the packing process in the line inset (B)(4), on 28/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production related to this failure. No further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced tip of four infusion set cannula was kinked at approximately 1 mm and insulin was leaking out. The blood glucose level was high and was managed by correction with pen. The site of insertion was at buttocks. The infusion set was in use for three days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.